Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead displayed loss of capture. A revision procedure was performed to reposition this lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. Should additional information become available this investigation will be updated.